Event description:
The ventricular assist device (vad) coordinator reported that the patient called into the vad clinic stating that his controller alarm volume seemed to be lower than usual with low priority alarms. No other issues reported. The patient was asymptomatic. The patient was seen in the clinic and the alarm volume for low priority alarm was assessed by disconnecting one power source. It was stated that it was very difficult to hear. The decision was made to perform an elective controller exchange and a new back up controller was issued to the patient. The patient tolerated the controller exchange well and was asymptomatic during controller exchange. No further alarms or issues reported. It was indicated that the controller will be returned to the manufacturer for evaluation; however, it has not been received.

Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was not confirmed. The device was related to the reported event. All testing revealed that the device met specification. Root cause: n/a no problem was found. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. Additionally, there is a warning to switch to the back-up controller if there is a controller failure. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.